Event description:
It was reported the adjustable valgus alignment guide does not slide easily. No patient involvement.

Manufacturer narrative:
The device was returned for further inspection. Visual inspection of the device finds no discernable scratches or signs of wear from use. The device was functionally tested with the mating device and was found to function as intended. The device history records and receiving inspections reports were reviewed and no anomalies or deviations were found. This device is used for treatment. Per the packaging insert associated with the device (87-6203-991-23 rev. A) "after cleaning, lubricate moving parts with a water soluble lubricant, reassemble and tighten screws where applicable." As returned, there appears to be no discernable problem associated with this device.